Event description:
It was reported that the freestyle libre 3+ sensor paired with the ilet bionic pancreas was not displaying readings because it remained in the pairing process; the user was guided to toggle sensor types and re-pair, after which the sensor entered warmup and readings were expected to resume. No clinical signs, symptoms, or conditions were reported. Outcomes included completion of troubleshooting and user education with restoration of expected device behavior. User support included technical support review of pairing behavior and guided re-pairing steps. Investigation of this case revealed a resolved pairing failure attributable to setup and configuration, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error resolved through reconfiguration.